Manufacturer narrative:
The customer requested that a philips field service engineer be dispatched to the customer site. Upon evaluation of the device, it was discovered that the bezel assembly was damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the bezel assembly. The bezel assembly was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the bezel assembly for the unit was damaged.

Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the bezel assembly for the unit was damaged. There was no report of patient involvement. The customer requested that a philips field service engineer be dispatched to the customer site. Upon evaluation of the device, it was discovered that the bezel assembly was damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the bezel assembly. The bezel assembly was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.